Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06/27/2017. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aa (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(4) 2017, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected discrepant partial pressure of carbon dioxide (pco2) result on patient. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. Return product was available for investigation. (B)(6). At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).